Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The unit returned has tip bent. The device has the body kinked in numerous sections and the distal tip is detached approximately at 296.5cm from the proximal end. The outer diameter of middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jan-2018. A 300cm luge¿ guide wire was returned with no reported issues. The device was not used in a procedure. However, returned device analysis revealed the distal tip of the guide wire detached/separated.